Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer board on 2-1 on main was dead. The field service engineer replaced the interface board, position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the cubie drawer was not detected on bus. The customer reported that there was no light on both of the back board. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.